Event description:
The customer was found unconscious, then hospitalized for high blood glucose levels. The customer was nauseous and was vomiting prior to hospitalization. It was also stated that the infusion set tubing was in a knot when the customer was found. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.